Event description:
It was reported that femoral bone painting seemed to proceed normally. Surgeon was prompted by system to redefine the femur¿s rotational axis (preferences are set to use the pca). Redefined it at 4 degrees. Next, advanced to the planning screen and were presented with a default component placement, the femoral component was grossly translated off the bone¿s ml center. The sizing was as expected from navio default parameters. Manually adjusted the placement of the components and continued with the case. No patient injuries or delays involved.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. Review of the log files confirmed the issue. It was found that the issue was caused by the navio implant initial placement algorithm. In navio: the implant centers itself on the resection so in a case where one of the distal condyles is more distal than the other by more than the thickness of the implant, then there is resection on one condyle only and the implant centers itself on it. This can happen in cases where there is very high pre-op deformity. This has been determined to be a bug and the root cause is a software failure. This issue will be further investigated by the software engineering team.